Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with low voltage alarms. Their battery clips and batteries were exchanged but that did not resolve the issue, as they continued to have the low voltage alarms while on battery power. The log files captured low voltage hazard events while on battery power which occurred mainly when one of the power leads was disconnected when switching power sources. It was recommended for the provider to exchange the controller if the patient could handle the brief pump stop. The cause of the low voltage alarms were never directly identified, and per the recommendation the controller was exchanged and resolved the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage alarms was able to be confirmed via review of the log file; however, were unable to be reproduced during product testing. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was submitted for review and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 4 days ((B)(6) 2022 ¿ (B)(6) 2022 per timestamp). Atypical low voltage alarms were active on (B)(6) 2022 from 15:14:05 ¿ 15:14:07, 18:55:31 ¿ 18:55:34, on (B)(6) 2022 from 14:45:27 ¿ 14:46:49, at 18:53:34, on (B)(6) 2022 from 15:42:58, - 15:43:01, from 19:04:10 ¿ 19:04:13, and intermittently on (B)(6) 2022 from 09:17:02 ¿ 13:24:47. During these alarms, the low voltage hazard alarms activated prior to the low voltage advisory alarms and when one of the power cables were disconnected. Additionally, the alarms were activating when the rsoc voltages were not below the threshold set to activate the alarms. All alarms cleared once the batteries were exchanged for charged batteries or when the power cables were reconnected. The driveline was disconnected on (B)(6) 2022 at 14:08:08 and the controller was shut off at 14:08:23. There were no other notable alarms active in the log file. Pump operation was not affected. The controller underwent preliminary testing and passed; however, the controller did not pass functional testing due to increased resistances found in the wires. The controller was connected to a mock loop and was able to operate with no alarms active. The controller was able to function as intended. Additional information provided on (B)(6) 2022 stated that the cause of the low voltage alarms were never directly identified, but the alarms were not resolved after changing out the clips, then the batteries, but rather with the exchange of the controller. The root cause of the reported event was unable to be conclusively determined through this investigation; however, wire fatigue may have contributed to the reported event. There was incidental finding of fluid ingress; however, there was no damage to the wires. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including low voltage alarms. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including the 14v battery clips and 14v batteries. The heartmate ii patient handbook, section 2 ¿how your heart pump works¿) tells users that two fully charged 14-volt batteries are expected to power the system for approximately 10-12 hours, which can vary depending on activity level. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the controllers and equipment do not get wet. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.